Event description:
On 5/31/2023, it was reported by a facility representative via sems that a dw pump overfilled the patient's shoulder cavity, causing an injury. This was discovered during a procedure on (B)(6) 2023. No further information has been reported. Additional information received on 5/31/2023: this was discovered during a left shoulder arthroscopic anterior labrum repair procedure on (B)(6) 2023. The patient was discharged after the procedure. The case was completed with a new dw pump. At this time, it is unknown what method was used to remove the excess fluid.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and noted typical signs of wear. Further review of the pump sub-assembly and components showed no functional issues with the tubing connector. The warranty seal was not damaged. The returned device was assembled with a new ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. However, as soon as the pump was turned on and the motor was activated, it was noted that the pump ran rapidly and made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. A test with the trident found that the pump stops when the tubes are clamped. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.